Manufacturer narrative:
(B)(6). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a capio¿ was used during a total vaginal hysterectomy bilateral sacrospinous fixation of vaginal apex post colporrhaphy perineoplasty procedure on (B)(6) 2016. According to the complainant, during the procedure, the physician utilized the capio suturing device with a gor-e-tex needle. The bullet segment of the needle was deployed into the right ischial spine and sacrospinous ligament. While suturing, it was noted that the bullet had become detached and was left inside the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient was noted to experienced no immediate adverse events.